Event description:
Bard power port clearvue implantable port; md stated when removing the peel-apart sheath a clear piece from the valved introducer broke while inserting the catheter into the vein. This was retrieved and no harm to pt noted. Procedure progressed without further incident. FDA safety report ID# (B)(4).